Manufacturer narrative:
A review of the service history for the architect c4000 analyzer identified no additional contributing factors and no additional service tickets associated with discrepant or erratic results. A review of complaint and trending data within the complaint system for the c4000 analyzer did not identify any trends. A review of tracking and trending data in the product monitoring review for clinical chemistry systems revealed no systemic issues or trends related to the result issue described in this complaint. The erratic result rates were reviewed and are within acceptable limits with no trends identified. Manufacturing documentation for the analyzer was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect c4000 analyzer was identified.

Event description:
The customer obtained falsely depressed results for one sample while using the arcitect c4000 analyzer. Sample ID (B)(6) generated the following initial and retest results on the original and alternate architect analyzer: sodium: 100, 140 and 142 mmol/l. Co2: 19, 25 and 26 meq/l. No impact to patient management was reported.